Event description:
The responding crew determined the patient to be in full arrest. Reportedly, the device would intermittently prompt connect electrodes, and an analysis of the patient rhythm could not be completed as a result. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the event, due to a lack of patient viability.